Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
During a follow up it was reported that the patient was hospitalized on (B)(6) 2018 for peritonitis. The cause of the peritonitis is unknown. The organism cultured is unknown. The patient is continuing peritoneal dialysis treatments while recovering in hospital. No sample available.

Manufacturer narrative:
Additional information: clinical investigation there is a temporal relationship between ccpd therapy with the liberty select cycler and the (unknown) fresenius cassette and the patient¿s adverse event of peritonitis and subsequent hospitalization. Due to the lack of information, the etiology for the patient¿s peritonitis event cannot be determined, therefore causality cannot be fully determined. Based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly. A supplemental MDR will be submitted upon device evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.